Event description:
It was reported that following a fall patients lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.